Event description:
On (B)(6) 2025, my optician changed my contact lens brand from air optix for astigmatism (which I had worn successfully for about 4-5 years) to total30 for astigmatism (trial pair provided by my optician). I had no problems wearing the new lenses in the doctor's office that day. That night, I placed the lenses in my regular clear care solution and case at approximately 10:30 pm, as I have always done. The following morning, when I inserted the lenses around 6:30 am--after more than 6 hours of neutralization--I experienced a severe stinging and burning sensation in both eyes immediately upon insertion. My eyes watered heavily and became red, and I experienced light sensitivity for approximately 15-30 minutes before the discomfort subsided. I also couldn't hold my eyes open. The same reaction has occurred every morning since switching to total30 lenses. It affects both eyes equally and has not shown any change in severity. There have been no changes to any other products or routines (e.g., saline, cosmetics, or medications). I am using the same bottle of clear care that I had used successfully prior to this lens change, without any issues. I have not yet been able to switch back to my previous contact brand to confirm resolution, as I no longer have any remaining air optix lenses. I have been a contact lens wearer for approximately 18 years and have used clear care solution for about 10 years without any issues. I am very familiar with the proper handling and use of this product, including the need for full 6-hour neutralization, avoidance of direct contact with eyes, and not rinsing lenses with the solution. My goal in reporting this event is to make the FDA aware of a possible compatibility or surface reaction issue between total30 for astigmatism lenses and clear care hydrogen peroxide solution, given my long history of successful use of both clear care and other alcon lens materials without adverse reactions. I would also appreciate any guidance on what can be done to resolve this issue or prevent this reaction. Date the person first started taking or using the product: (B)(6) 2025. Reason for use: correct vision. Pt codes: 4803, 2038, 2330. Device code: 2993. Procode: lpn. Reference report: mw5177438.